Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2025-0005021 in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced gas loss during the aeb cycle. No harm was reported.